Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited noise, oversensing and a low out of range pacing impedance measurement less than 200 ohms resulting in activation of the lead safety switch (lss) feature. Subsequent pacing impedance measurements were noted to be within normal limits at 514 ohms. Additionally, the noise was able to be recreated with patient isometrics. An invasive procedure was performed. Upon opening the pocket, a pacing impedance measurement was unable to be obtained and a lead insulation issue was suspected. The lead was explanted and replaced and the pacemaker remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.